Event description:
User transferred 100 ml d5w from a plastic bag into a glass empty evacuated container. To this solution user added 150 mg cordarone IV. An immediate cloudy haze developed, never disappearing. The cordarone was added to a bottle with a vacuum and went in quite rapidy.